Event description:
Per google translate, the translation of the email in german is: hello dear embecta team, please take over here and contact the cc. On. Thank you very much, happy new year 2025 and best regards!

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.no definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.